Event description:
On the day of the event powerheart 10 was connected to a patient; the powerheart was set in advisory mode, the powerheart advised for shock while the patient was in stable condition. The patient did not receive a shock and was subsequently disconnected from the device.